Manufacturer narrative:
The b1 dropdown and section h imdrf codes have been updated to reflect the findings of the completed investigation.

Event description:
It was reported that the patient suffered an unspecified pressure injury. It was alleged that the mattress was not inflating correctly, though upon evaluation by stryker technical service this could not be duplicated.

Event description:
It was reported that the patient suffered an unspecified pressure injury. It was alleged that the mattress was not inflating correctly, though upon evaluation by stryker technical service this could not be duplicated.